Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that th hawkone m device experienced detachment of the nosecone from the cutter and packer during cleaning after use. The procedure involved treatment of the distal left superficial femoral artery and popliteal artery. Embolic protection was used with a spider epd device, and post-dilation was performed with an inpact 018 device. The device was safely removed from the patient prior to the detachment event, and the detached component was removed during cleaning. The procedure was completed after cleaning the device with post-dilation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection found that the tip is detached at the hinge pins. The hinge pins are still present on the housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.